Event description:
Information received indicates the right foot siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to a broken siderail mounting bracket. He replaced the mounting bracket to repair the bed.